Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently left out of the initial medwatch report and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that communication failure occurred due to a cable failure, and the image was not displayed. However, a conclusive root cause could not be identified. The device's instruction manual provides the following warnings which may help to prevent the issue: ¿- never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. - do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head is not displaying any image. The issue was found during the pre-procedural inspection of the device. The intended procedure was completed using another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image does not appear due to a defective cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E1: establishment name: (B)(6) hospital.